Manufacturer narrative:
Investigation into this event determined that the customer experienced imprecise ammonia qc results. After changing the incubator evaporation caps, acceptable results were obtained. The vitros 250 instructions for use indicates that the incubator evaporation caps should be cleaned as needed. The root cause of the event is instrument related.

Event description:
A customer observed imprecise ammonia quality control results on the vitros 250 analyzer. No patient results were reported. No patient results were reported if quality control results were unacceptable. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.